Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system stopped working during the procedure. Review of the system log file showed ¿timeout establishing connection with the generator¿. Upon further inspection, the customer found and informed that the issue was reoccurred in other case where fse replaced the generator cube. After replacing the generator cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system stopped working during the procedure. The device was in clinical use at the time of the reported event, and they had to move the patient to another room. No harm was reported to philips. Philips has started an investigation of this complaint.